Manufacturer narrative:
Corrected: d4 - primary UDI number two used devices were received for evaluation. A visual check was done, no damage or anomalies were observed. Functional testing was performed. During the filling process, a leak was seen coming from the internal bag at the seal of each cassette. The complaint was confirmed. A review of the device history record showed that all inspections were completed with no issues during manufacturing.

Event description:
It was reported that the cassette leaked during compounding of the cassette. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00148. The date of that submission was 20-feb-2025. E1 - (B)(6). H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.